Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR review includes noted and documented non-conformances and there were no nonconformities found that would have an impact on product performance. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device during an ophthalmologists consultation; as a result, customer experienced hypoglycemia, tachycardia, sweating, and blurred vision. Customer was treated with a glass of water and sugar and no further treatment was required. There was no report of death or permanent impairment associated with this event.